Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. No battery out limit alarms were noted. Device received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a frozen screen. Device alarmed a low reservoir alarm and the customer was unable to clear it. Customer's blood glucose was 47 mg/dl. Customer treated low blood glucose and it went up to 123 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.